Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient (the patient's wife) contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio2 meter was reading inaccurately high compared to another device (doctor's meter, unknown brand). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient's wife reported that the meter began reading inaccurately at the beginning of (B)(6) 2016; although no results were provided for this time. The patient manages his diabetes with oral medication (1 pill gliclazida, unknown dose) and 15 days prior to contacting lfs, as a result of the alleged issue, the patients' doctor increased his usual dose of gliclazida by 1 pill (unknown dose). The reporter denied that the patient had developed any symptoms and there was no indication that the patient received medical treatment for an acute blood glucose excursion as a result of the alleged issue. The reporter claimed that at 8.30a.m., on (B)(6) 2016, an alleged inaccurately high blood glucose result of "218 mg/dl" was obtained on the subject meter compared to "125 mg/dl" on an unknown doctor's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs' criteria for accuracy. The doctor allegedly advised that the subject meter was reading inaccurately. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr walked the patient through a control solution test and the result of 176 mg/dl fell outside the expected range of 102-138 mg/dl. The subject products were requested back for investigation and replacements were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition. However, this complaint is being reported because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The test strips have been returned and evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. A device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.